Event description:
It was reported that the patient's leadless pacemaker (lp) sustained helix elongation during implant. The device was removed and the procedure was completed using an alternate device on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported event of helix stretched could not be confirmed. Final analysis showed that the helix length was within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No anomalies were detected.